Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a counted then a constant tone occurred. The customer's blood glucose was 91 mg/dl at the time of incident. It was reported that the insulin pump had the same issue after troubleshooting. It was also reported that the insulin pump had unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit display properly and no missing segment/partial display anomaly noted. Unit passed unexpected restart error test, self-test and displacement test. No unexpected audio/beep/vibrate anomaly, unexpected restart alarm or unexpected restart alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window and cracked reservoir tube lip.